Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead, implanted: (B)(6) 2008; a 5076-52 lead, implanted: (B)(6) 2008. (B)(4). Evaluation summary: preliminary analysis of performance data found that the device incurred two unexplained power on resets (pors). The reason codes listed in the device internal memory was ¿no reason¿. The device was found to be fully functional during functional testing. Repeated attempts to induce the ¿no reason code¿ por were unsuccessful during analysis. Examination of the device failed to reveal any evidence of external or internal arcing. The device passed electrical diagnostic testing of the internal components, including: interconnect, fault grade, and memory testing. The analysis was terminated due to an inability to reproduce the reset experienced in the field. No hybrid anomalies were observed.